Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with fluid discharge, and the device was not working as expected. A replacement surgery has been requested. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Manufacturer narrative:
Correction to field b1: adverse event/product problem. Correction to field b2: outcomes attrib to adv event. Correction to field h1: type of reportable event. Correction to field h6: patient codes. Correction to field h6: device codes. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. With all the information available, boston scientific concludes that the reported allegation of fluid loss, is unlikely to cause or contribute to a death or serious injury if the event were to occur. Therefore, the event no longer meets reporting criteria for the device in question.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working as expected as it exhibited with fluid loss. A replacement surgery has been requested. No additional information was provided.